Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the official charging cable and wall adapter, and the issue persisted even after trying alternative cables and adapters. There was no adverse impact on the caller¿s blood glucose level. Tandem technical support resolved the problem by arranging the shipment of a replacement pump with updated software, with instructions for returning the faulty pump. Caller understood and acknowledged the steps involved in the replacement process.